Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for a low pacing impedance measurement. The alert was cleared and the impedance measurements were noted to be within range. The lv lead remains in use. No patient complications have been reported as a result of this event.